Event description:
It was reported on (B)(6) 2026 a 18 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f torqvue delivery sheath for a left atrial appendage (laa) closure. Prior to the procedure, the patient stopped taking eliquis on 26 may 2026. The procedure was concomitant with an atrial fibrillation ablation prior to the implant procedure. During the procedure, the activating clotting times were 255 seconds, 256 seconds, and 284 seconds. Heparin was administered. The heart rhythm was normal sinus. The ice catheter and delivery sheath was crossed the septum using a flossing technique to prep the septum. Slight resistance inserting the delivery sheath inside the patient anatomy, particularly when going across the transseptal. Transseptal puncture was made in the inferior and mid-anterior location. The wire was positioned in the left upper pulmonary vein. The device was partially re-captured once. The device was implanted. Post-procedure, a moderate, localized, pericardial effusion was identified on intracardiac echocardiography (ice) in the posterior pericardium location. A pericardiocentesis was performed. The physician suspected a small perforation may have been caused by either the ice catheter when crossing through the septum or the amulet delivery sheath may have moved forward in the appendage before the amulet was inserted into the delivery sheath. However, perforation was not confirmed. The septum was noted to be thick requiring multiple passes to cross the left atrium. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.